Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the t1 anchor was pushed backwards beyond the needle dimple. No visible damage to the device. Coated in debris. A functional evaluation revealed the device could not be functioned as intended due to anchor being pushed beyond the needle dimple. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, t2 of the ultra fast-fix did no trigger. T1 was successfully removed. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.